Event description:
The reporter indicated that atrial and ventricular oversensing was seen on transtelephonic strips and now it is seen with muscle movement during electrograms. The lead impedance is 700 ohms. Capture was normal. Sensitivities reduced to 1.3 and 4.0 mv without any change. Further tests were done with arm movements. The device will remain implanted.